Event description:
A physician reported during the intraocular lens implantation the haptic was broken. The lens was implanted and explanted on the same day. There was patient contact but no harm to the patient. The surgery was completed on the next day. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9. H.3., h.6., and h.10. The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken and bent in the distal area (not returned). The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).